Event description:
It was reported that the customer experienced high blood glucose levels after starting insulin pump therapy. The customer stated that she had been getting sick often after beginning insulin pump therapy and had to go to the hospital. She advised, however, that she was not hospitalized. She reported bent infusion set cannulas, occlusions from blood and blood observed at the insertions site. The blood glucose readings were over 200 mg/dl on various occasions. She declined troubleshooting assistance for the matter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.